Event description:
New information received noted device was explanted on an unknown date. Patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header found no anomaly related to the field concern. Review of the device image indicates auto-capture was enabled, consistent with electronics performance indicator (epi) notification. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed indicated normal functionality. Further battery assessment at various pulse amplitudes found normal current level and no indication of premature depletion detected. Longevity assessment was performed, based on average drain current, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
New information received noted explant date was (B)(6) 2026 and patient had no consequences.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient had no consequences. Further information was requested, but not yet available.